Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hit by a car while riding a bike. Since the accident, customer noticed that on multiple occasions, the bolus calculated 80 units of insulin for 80 grams of carbohydrates. The pump alerted the customer and over-delivery of insulin did not occur. Review of pump settings with tandem technical support showed that the carb ratio was set to 1u:1g instead of 1u:10.5g. Contact acknowledged that he must have entered the value incorrectly as he was the last person to make setting changes. There was no reported adverse impact to the customer.